Manufacturer narrative:
As allowed by exemption# e2012008, heraeus kulzer llc (the importer) is submitting the report on behalf of heraeus kulzer gmbh (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative: according the directions for use gluma powergel the user should protect mucous membranes from contact with the product using a rubber dam.

Event description:
Dr. Applied gluma power gel to the buccals of upper left premolars and molars after restorative work. Dental assistant stated that there was no isolation used during the application of the gluma product. Patient returned to the office today complaining of pain and extreme sensitivity of the teeth and burning of the lip. Treating dds seen patient that day and diagnosed him with tissue irritation. Dds applied petroleum jelly topically and gave a prescription for percocet. Dds recommended that patient reapply petroleum jelly at home. Patient was scheduled for a prophylaxis appointment and to follow up with dds. Patient did not keep the scheduled appointments and the office staff has not been able to contact the patient, therefore, no further information is available.